Event description:
On (B)(6)2009, the pt's mother reported the adhesive on the pt's insulin infusion headset is not properly adhering to his skin. She stated the pt uses IV prep wipes to prepare the site area and allows it to dry prior to inserting the headset. She stated the headset does not stick to his body for more than 2 days. Courtesy tegaderm, infusion sets, and a guide to infusion site management were sent to the pt. On follow up, the pt's parents stated the pt has cleaned his site area with more detail and the new box of infusion sets are "working much better". No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.